Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent failed to deploy during stent placement in the common bile duct. Another stent was used over the same access to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The evaluation of the returned device confirmed the reported failure to deploy the stent. The condition of the returned delivery system indicates that a successful stent deployment was not possible as the stent was completely loaded in system. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult patient anatomy or insufficient flushing. Furthermore, the failure could be related to improper transport or storage of the product or rough handling during unpacking or preparation of the device. Based on the evaluation of the returned device and the information available, a definite root cause could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the reported application represents an off label use of the device. The device is indicated for use in the iliac and femoral arteries.

Event description:
It was reported that the vascular stent failed to deploy during stent placement in the common bile duct. Another stent was used over the same access to complete the procedure successfully. There was no reported patient injury.